Manufacturer narrative:
(B)(4). The device was retuned and the balloon was pressurized. Upon pulling negative pressure, the balloon deflation time was longer that desired. The lot history record was reviewed and identified no exceptions related to this lot for inflation issues or leaks. The complaint history for this lot was reviewed and identified one similar incident. Based on an expanded evaluation, it was possible that the deflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mild to moderately calcified, non-tortuous, artery, the armada 35 balloon dilatation catheter (bdc) could only be partially deflated after the first inflation below rated burst pressure (rbp) and met resistance with the sheath during removal from the anatomy. A 10ml syringe was used to partially deflate the balloon by pulling the device against the sheath; the sheath and wire remained in the vessel and a different armada 35 was used in the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.